Event description:
It was reported that unspecified bd¿ pen needle bent and leaked causing the patient to not get the full dose and resulting in hyperglycemia. This was discovered during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported nano pro needle bent when consumer injected herself in her belly earlier this week. Most of the insulin leaked out of her. Verbatim: I have a pregnant patient here now who's nano pro needle bent when she injected herself in her belly earlier this week. Most of the insulin leaked out of her. I will need to fill out a product complaint. I may need more details eg. Where it happened, exact date and time, perhaps initial of patient. Will advise if have to give patient name. Per information received from the customer on 11/18/2019 I do not have most of this information. The patient was not seriously harmed, but did have a hard time getting the needle back out of her belly. She did not get the full dose of insulin and had hyperglycemia as a result.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned; therefore, the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for needle bending during use, leakage & hyperglycemia. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pen needle bent and leaked causing the patient to not get the full dose and resulting in hyperglycemia. This was discovered during use. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported nano pro needle bent when consumer injected herself in her belly earlier this week. Most of the insulin leaked out of her. Verbatim: I have a pregnant patient here now who's nano pro needle bent when she injected herself in her belly earlier this week. Most of the insulin leaked out of her. I will need to fill out a product complaint. I may need more details eg. Where it happened, exact date and time, perhaps initial of patient. Will advise if have to give patient name. Per information received from the customer on (B)(6) 2019: I don¿t have most of this information. The patient was not seriously harmed, but did have a hard time getting the needle back out of her belly. She did not get the full dose of insulin and had hyperglycemia as a result.